Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received an uf/importer report (B)(4), with the following event description: the surgeon asked for a urology consult due to a possible thermal injury to a ureter. A second physician came in and confirmed there was a ureteral injury. No further clinical information was provided about the event.

Manufacturer narrative:
The root cause of the ureteral injury is unknown at this time. There is no allegation that a malfunction of the da vinci system, an instrument or an accessory occurred during the da vinci surgical procedure. If additional information is received, a follow- up MDR will be submitted. Isi contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy, bilateral salping-oophorectomy procedure, a patient sustained a ureteral injury. However, at this time the cause of the ureteral injury is unknown.